Event description:
It was reported that pump experienced two malfunction events with malfunction code 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump during self-troubleshooting before contacting support, continued to use current pump with backup method if needed, and was sent replacement pump with updated software; customer was instructed on placing pump into storage mode, returning problematic pump within required timeframe using provided materials, and programming pump settings and connecting continuous glucose monitor on replacement, all of which customer understood and acknowledged.